Event description:
No patient (donor) was connected at the time of the event, therefore, no patient information is available. The whole blood collection set is not available for return from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.6 and h.10. Corrected information is provided in a.1, b.5 and d.9. Investigation: the set in question was not returned for investigation and we therefore conducted the following investigation based on the provided information. Blood bags are filled with solution and the lines are assembled, then the bags are sterilized and placed into the blister packs. The top film of each blister pack is heat-sealed. The blister packs of which the top films have been heat-sealed are put upside down on mesh pallets and they are left for more than 24 hours. These products are then checked for solution leakage inside the blister packs and so forth in the in-process inspection, and only the products that have passed the inspection are packed in the shipping cartons. Oxygen absorbers are supplied by the supplier in a roll shape. The oxygen absorbers are cut at the predetermined position and put in the blister packs prior to placing the bags in the blister packs. The oxygen absorber cutting machine has a sensor to detect broken absorber pouches. If any pouch breaks at the cutting station or has already broken, the sensor detects dropping contents and the machine stops by its mechanism. We reviewed the testing and inspection record of the reported lot number and confirmed that there were no abnormalities. We visually inspected five blister packs of our retention samples of the reported lot number and there were no abnormalities such as spots/stains inside the blister packs. Root cause: based on the investigation results above, we were not able to identify the cause of the issue.

Manufacturer narrative:
This report is being filed to provide corrected information in e.3.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported finding what appeared to mold in the blister pack prior to opening it. It is unknown at this time if the blister pack was opened or if the set was used. Patient information is not available at this time. Terumo bct is awaiting return of the disposable set.